Event description:
During the procedure, the location of the ablation catheter was incorrect compared to the hd grid and x-ray. Troubleshooting did not resolve the issue and the case was cancelled.

Event description:
During an ischemic ventricular tachycardia procedure, the location of the catheter was incorrect and the case was cancelled.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis were free of physical damage. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and the amplifier booted to a solid green ¿ready¿ led status. This indicated the amplifier passed the power-on-self-test (post) successfully, however there was a warning message for slot 4 for an over current. The field functional test was run with successful results. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The field reported event was not able to be duplicated, however during first post a condition was identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 4.